Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer removed an "airlock" from the cartridge and insulin delivery was resumed. The customer did elaborate on what was meant by "airlock". Customer's blood glucose was 131 mg/dl.